Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26154, related manufacturer reference number: 2017865-2021-26157. It was reported that the patient presented with infection and vegetation. Vegetation confirmed via ultrasound their entire pacemaking system, including pacemaker, right atrial and right ventricular lead, was explanted on (B)(6) 2021. The patient was in stable condition.